Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level stating low; cause was not known. The customer experienced fainting, loss of consciousness and seizures. Glucagon was administered by a health care provider to address the bg. Customer was discharged from the hospital a day later with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.